Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm during bolus and basal. The alarm occurred after set insertion. Customer's blood glucose was 400 mg/dl. Customer's mother stated that the tubings from the last 3 packages are more matted than before. Customer was using apidra insulin and using insertion places in the arm and buttocks. Customer's mother stated that it was a past event that was solved by a complete set change. Customer's mother was advised to call when the issue occurs. Customer's mother called back and the pump passed the fixed prime test and self-test. Customer's mother declined to test the old set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.